Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: handpiece device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device being damaged was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device experienced vibration and the bearing was worn. It was further determined that the device failed pretest for vibration. Therefore, the reported condition of vibration was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that during a tumor resection surgical procedure using a middle cranial fossa approach, it was observed that the attachment device was damaged. It was further reported that the surgeon was unable to push and turn the attachment device onto the handpiece device. It was reported that the device could not be loaded and was too tight. During in-house engineering evaluation it was determined that the device experienced vibration. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.